Event description:
It was reporteed that a pt with a high grade metastatic fibrosarcoma who underwent cord decompression debulking surgery with spinal fusion now has t5 sensory asia-b paraplegia. The surgeon, while using an instrument designed for a lateral/anterior approach, attempted to manipulate the implant using a posterior/lateral approach. The instrument slipped, thus creating a lesion in the dura and the cord. This event was reported as a user error. No add'l info on the pt's status is available.